Event description:
It was further reported that this issue involved the entire catheter and was related to the device or therapy but not related to the implant procedure.

Event description:
It was reported that the ¿older style¿ catheter connector appeared worn in the operating room. It was also noted that they were unable to aspirate cerebrospinal fluid (csf) from the catheter. The catheter connector was subsequently cut off and replaced with a new catheter segment. The patient resolved without sequelae on (B)(6) 2013. The pump system was being used to deliver morphine and bupivacaine. It was further reported that they were unable to enter/withdraw from the catheter access port.

Event description:
It was later reported that there was the inability to aspirate any csf from catheter. ¿no, as the inability to aspirate was discovered after the new catheter connector had been put in. It was assume that the catheter is patent and infusing.¿

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8731, serial# (B)(4), implanted: 2005 (B)(6); product type catheter product ID 8578, serial# (B)(4); product type accessory

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8731, (B)(4), implanted: (B)(6) 2005, (B)(4),product type: catheter, product ID: 8578, (B)(4), (B)(4), product type: catheter.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via clinical study. It was reported that the cause of the inability to enter/withdraw from the catheter access port before and after replacing the catheter connector was not determined. No further complications were reported.